Event description:
A report was received that during a lead pull, the physician had a difficult time explanting the trial lead. At the edge of the patient¿s skin, several contacts were ripped off from the lead and remained inside the patient¿s body. The patient will undergo a procedure to remove the contacts inside the patient¿s body.

Manufacturer narrative:
Additional information was received that the patient will not have the contacts removed from inside his body. The contacts are not bothering the patient and the physician believes they do not impose a risk. Device evaluation indicated that the complaint was confirmed. Visual inspection revealed two distal electrodes were dislodged/torn off and not returned.

Event description:
A report was received that during a lead pull, the physician had a difficult time explanting the trial lead. At the edge of the patient¿s skin, several contacts were ripped off from the lead and remained inside the patient¿s body. The patient will undergo a procedure to remove the contacts inside the patient¿s body.